Event description:
Procedure type: unk. According to the reporter: right after port was inserted, air leakage occurred from the seal part. The part was slightly chipped. Used another device. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. No pt info available.

Manufacturer narrative:
(B) (4)